Event description:
Per the clinic, the patient developed a bacterial infection at the implant incision site. Subsequently, the patient underwent a revision surgery of rotational flap (date not reported) and was administered with additional oral antibiotics, once daily, for a duration of 10 days.

Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site, exposing the implant (specific date not reported). The patient was treated with oral antibiotics for 10 days, then followed by another 7 days (specific date not reported) along with topical antibiotic (specific date and duration not reported). Subsequently, the incision site was cleaned and closed up via stitches three times (specific dates not reported). The implanted device remains.